Event description:
Procedure: sleeve gastrectomy. According to the reporter:this device auto articulated inside a patient after firing as the surgeon was retracting the knife blade. No patient impact due to the malfunction so there was no patient information provided. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500cc. There was no delay over 30 minutes. No device fragment fell in the patient cavity. No device fragment was left in the patient. No other manufacturer&#39;s reinforcement material was used.

Manufacturer narrative:
(B)(4)